Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the direct aortic surgical access for the 74 year old male patient admitted in with plan for surgery. The patient was to have a coronary artery bypass graft surgery and valve. The underlying medical history was inclusive of coronary artery disease. The patient had presented in scai stage c shock and prior to the pump placement the patient was supported by an intra-aortic balloon pump. The patient had ventricular tachycardia that was treated by adding amiodarone. Additionally there was pump repositioning for the reported hematuria. The repositioning allowed for the urine color to clear. The pump remains on for support to date of reporting. While on support the device functioned as expected, p-8 with 4.3l/min flow with d5w with sodium bicarbonate in the purge solution.